Manufacturer narrative:
A review of the manufacturing records was performed and found that the lot was manufactured to specification. There were no process discrepancies or anomalies noted. The adverse reaction section of the IFU lists adhesion as a possible complication. Based on the information provided at this time, no definitive conclusion can be made in determining to what extent, if any the bard device may have caused of contributed to the events as reported. Should additional information be provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that on (B)(6) 2004 the patient underwent a laparoscopic right inguinal hernia repair with implant of the bard 3dmax mesh. The complainant reports that several years later on (B)(6) 2017 the patient present to the hospital and was brought for emergency surgery the next day. On (B)(6) 2017 the patient underwent an abdominal exploratory/ appendix removal. As reported the mesh had become attached to the appendix, facilitating the loss of blood flow to the bowel, leading to a life threatening bowel obstruction. During this procedure it is report that the mesh was not removed for fear of damaging nerves or surrounding tissue.